Event description:
It was reported that when using bd pyxis¿ medbank mini, there were issues creating medication orders for patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.